Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during the initial drain of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had initiated the initial drain cycle prior to having their transfer set connected to the pt line of the hc set. After noting this, hp connected to the setup. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete therapy. No pt injury or medical intervention was indicated at the time of the initial report.